Event description:
The pt had been experiencing a return of symptoms and had "noticed an unusual high amount of drug during refill." A rotor study was reported as ok. A dye study was questionably ok. The pump was explanted and replaced and returned to the manufacturer for analysis.